Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Laboratory analysis could not confirm the reported burning smell when the programmer was powered on. However, visual inspection did note that the programmer circuit assembly was shorted and burned open. The programmer damage could not be repaired.

Event description:
Boston scientific received information that the programmer smelled as though it was burning however no smoke was identified. Programmer to be returned. No adverse patient effects were reported.